Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield was returned stuck inside the phenom 27 catheter, within the bio-hazard bag, and shipping box. Damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal, middle, and proximal were found to be opened and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined with no damages found. However, the catheter body was found to be flattened at 2.0cm to 12.0cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex shield could not be pushed forward or removed. The catheter was cut to remove the pipeline flex shield. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open in the middle segment. That patient was undergoing a procedure for flow diversion treatment of a left internal carotid artery (ica) unruptured saccular aneurysm via femoral artery access. The aneurysm max diameter was 5mm and the neck diameter was 4.3mm. The femoral artery access vessel diameter was 12mm. The distal landing zone was 4mm and the proximal landing zone was 4.8mm. Patient vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that pipeline and all accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). The phenom 27 microcatheter was positioned in the left middle cerebral artery (mca) and the micro guidewire was removed. The pipeline was flushed and the pipeline was delivered for deployment. When approximately 50% of the pipeline was deployed, the middle segment failed to open and twist was observed. It was noted the middle segment of the pipeline was positioned in a bend. After three resheath and redeployment attempts failed to open the pipeline, it was decided to withdraw the device. Aside from resheathing more than two times, no additional steps or devices were used to open the pipeline. The pipeline was resheathed for removal with the microcatheter. The pipeline stent then deployed and remained in the catheter so the entire system was replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event. Additional information received reported there was no friction or damage to the microcatheter during delivery. The cause of the deployment in the microcatheter was when trying tore-sheath the pipeline in the protective sheath. The pipeline pushwire was not rotated or pulled back during the procedure; all maneuvers were conducted per the instructions for use. The cause of the failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.